Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12548. It was reported the patient had scar tissue and the physician was unable to advance the leads during the implant procedure. Reportedly, the physician did not implant any devices at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.